Event description:
Healthcare professional reports cutting finger on direct check quality control. It is unknown if the protective sleeve was in use at the time of the incident. No report of serious injury, or administration of medical treatment.

Manufacturer narrative:
(B)(4): method: no product returned. Results: product met all release criteria. Conclusions: device not returned. No conclusion can be drawn. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.